Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery, the patient presented an infection, so a first stage revision surgery was performed on (B)(6) 2021 to remove and replace an unknown reflection liner ((B)(4)), a spectron ef primary high offset 12/14 fem sz 3 ((B)(4)), a cobalt chrome 12/14 taper femoral head 32mm + 0 ((B)(4)) and a reflection three hole shell size 52mm ((B)(4)). Current health status of the patient is unknown.

Event description:
It was reported that, after a thr surgery, the patient presented an infection, so a first stage revision surgery was performed on 03-dec-2021 to remove and replace an unknown reflection liner. Current health status of the patient is unknown.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5: describe event or problem